Event description:
Technician alleged ground loss indicator led was flashing.

Manufacturer narrative:
Technician found ground wire off power cord pulled away from ground point in electronics. No bare wire exposed. Technician reattached ground wire to ground point to resolve.